Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The drive gas check valve was proactively replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/11/2016 phone call, 05/11/2016 email, 05/16/2016 email, and 05/20/2016 phone call.

Event description:
The hospital reported the bellows of the unit collapsed during a case and was unable to provide mechanical ventilation. There is no report of patient injury.